Event description:
It was reported "damaged material, reported by the medical team that a part of the material was missing [separation] and was not in the correct format. Intraoperatively, there was intercurrence [interference] due to the damaged material, causing bleeding." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu),as a foreseeable adverse event of use of the device the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a foreseeable adverse event there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.